Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was off with a black screen. The customer reported that the user tried to reboot the station and unplugged the station, but the issue was still persisting. The customer stated that the user managed to get medication from another pharmacy and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer main had power supply issue. The field service engineer replaced the drawer board, retractor band, interface board and reseated bus cable connection on all the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.